Manufacturer narrative:
MDR 3003442380-2024-01223-device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in spain it was reported that patient faced 6 infusion set cannula was kinked. The first and second incident happened on (B)(6) 2024 and third on (B)(6) 2024; the fourth on (B)(6) 2024; and the fifth (B)(6) 2024 and sixth event happened on (B)(6) 2024. These events occurred 6 times till (B)(6) 2024. All the events occurred within 3 hours of insertion. Infusion set was in use for few hours. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The complaint (B)(4) has been evaluated. The batch 6004662 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following tests were performed: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6004662 was manufactured according to wi version 78 manufactured in the machine 12, on 03/dec/2023, with a total of 28,500 units. Assembly of tubing: the lot 3m00318 was assembly according to the wi version 26, with a total of (B)(4) units. The lot 3m00319 was assembly according to the wi version 26, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 21/feb/2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded) and lot 6004662 and one other complaint has been registered in database for the same lot 6004662 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.